Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent charging. The explanted ipg will not be returned per hospital policy.